Event description:
The customer called to report a problem with assigning a CT value to a structure in eclipse 10.0.39. The customer has a phantom and he would like to assign a CT value to a portion of it. This part he has called "contrast". What he has noticed is that if he assigns the CT value of 0 in the contouring workspace, this has no effect on his dose calculation. The mu of his plan is the same as if he had not assigned the CT value (mu = 1012). However, if he goes to the external beam workspace and assigns the CT value there he does see the expected effect on his mu (mu = 1002). According to the report, there was no pt injury involved.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a malfunction in the device. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.